Manufacturer narrative:
(B)(4). The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump declared multiple temperature alarms while charging. The pump was not exposed to abnormal temperature conditions. Additionally, the battery gauge was observed to be fluctuating. Subsequently, it was reported that the pump was not logging data despite being in use. Blood glucose level was 189 mg/dl. Reportedly, the customer had manual injections available as alternate insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged touchscreen and battery issue was verified. Based on the analysis, the alleged data error alert issue could not be verified. In addition, a different issue was identified.